Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer and imdrf annex a,b,c,d,g grids. Omit: a25 no apparent adverse event (3189), g07001 part/component/sub-assembly term not applicable, b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had failed in preventive maintenance, failed calibration. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in preventive maintenance, failed calibration. There was no patient involvement.